Event description:
Heart lab non-invasive procedure: IV infusion- loop would not flush x 2. Same lot number. 3rd one used without difficulty. No known harm to patient. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). New lot number?